Event description:
It was reported that the ilet pump¿s sleep/wake button was unresponsive during normal use, while the screen functioned when connected to a charger; a remote restart via the ilet app restored normal button function and resolved the issue. Symptoms included no reported physiological effects. Outcomes included no reported impact on health or therapy continuity. Investigation included troubleshooting and user guidance leading to a remote restart. Investigation of this case revealed a transient user interface responsiveness issue that resolved with a device reboot, consistent with an intermittent software or firmware state affecting the sleep/wake control. It was concluded, based on previously established findings for similar reports, that the cause was an isolated, recoverable device behavior resolved through restart.